Event description:
The device was evaluated by a philips fse the reported symptom was confirmed and isolated to the ECG trunk cable.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse the reported symptom was confirmed and isolated to the ECG trunk cable. The ECG trunk cable was replaced to resolve the reported symptom. The device then passed all required testing and remains at the customer site for use. This was a malfunction of the ECG trunk cable. Replacement of the trunk cable resolved the reported symptom.